Manufacturer narrative:
A follow-up report will be submitted with all additional relevant information literature attachment: multicenter experience of aortic valve leaflet modification in tavr: from the asia-pacific electrosurgery working group b3: event date was estimated d4: the UDI number is not known as the part and lot number were not provided.

Event description:
The article, "multicenter experience of aortic valve leaflet modification in tavr: from the asia-pacific electrosurgery working group", was reviewed. This research article is a retrospective multicenter experience to evaluate the real-world procedural and clinical outcomes of bioprosthetic or native aortic scallop intentional laceration to prevent iatrogenic coronary artery obstruction (basilica) and undermining iatrogenic coronary obstruction with radiofrequency needle (unicorn) leaflet modification techniques during transcatheter aortic valve replacement (tavr). The devices included in the study were perimount, mitroflow, trifecta, evolut, sapien, myval, and navitor. The article concluded that transcatheter electrosurgical leaflet modification techniques are associated with acceptable short-term outcome in high-risk patients undergoing tavr. "[The primary and corresponding author was chun ka wong, department of medicine, the university of hong kong, room 1919, 19/f, block k, queen mary hospital, 102 pokfulam road, hong kong sar, with corresponding e-mail: wongeck@hku.hk.]". The median age was 80 years. The majority gender was female. Comorbidities included hypertension, diabetes mellitus, ischemic heart disease, acute coronary syndrome, atrial fibrillation, chronic obstructive pulmonary disease, aortic stenosis, aortic regurgitation, mitral stenosis, mitral regurgitation, tricuspid regurgitation and prior stroke/transient ischemic attack, and intracranial hemorrhage.